Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The user is reporting the device did not complete a shock when it determined a shock was advised and started to reanalyze. The patient outcome is unknown.